Event description:
The MFR has been notififed that a size 27 mitral cphv was explanted and replaced three years post implant due to thrombosis. The valve had been implanted in the tricuspid position. It was reported that the pt had stopped taking the pt's coumadin sometime prior to dental surgery. No dates or other info have been provided.